Event description:
Complainant alleged that while treating a pt, the device failed to operate. Although the complainant was uncertain of the exact nature of the failure. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction. Subsequent biomed testing of the device found that the device's charger softkeys failed intermittently.